Event description:
It was reported that the intra-aortic balloon (iab) was placed in the patient without event. The iab therapy was concluded less than 24 hours after the insertion. After the iab was removed, the md found clots in the membrane. The pump did not alarm and there was no blood in the tubing. A request has been made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.